Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore a lot history reviews were performed. The devices for both malfunctions were not returned for evaluation, however, medical records were provided and reviewed. The investigation for the two reported malfunctions were confirmed for the alleged filter tilt. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model md800f vena cava filter allegedly tilted. The information was received from various source. Both the malfunctions were involved patients with no reported consequences. Two male patient's ages were ranged from 66 to 68 years old; however, weight of the two male patient's were not provided.